Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the sensors are giving a constant 0 reading for spco. No patient impact or consequences were reported.

Manufacturer narrative:
Two (2) sensors from the same lot were returned and evaluated. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed.